Event description:
Allegedly revised due to pain.

Manufacturer narrative:
Th investigation is not complete. Trends will be evaluated. This event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00274, which was originally reported in 2011 based on medwatch report number (B)(4) and updated as this new information was recvd (B)(4) 2012.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. The package insert was also reviewed. The product was not returned. Evidence that product in specification when used.